Manufacturer narrative:
Device 2 of 3.

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported by the customer that he was hospitalized for 2 days due to bent cannula, on the first day of use in abdomen, no issue with the serter. On (B)(6) 2024 he was hospitalized and discharge on (B)(6) 2024. Bg at the time of hospitalization 320 mg/dl and ketone 1.4 with vomiting. Issue is with the 3 different sets. He has issue with scarred tissue hardness tissue because of that he received 9 mm set from hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.